Manufacturer narrative:
Additional information: b5: upon follow-up, it was reported that the patient recovered from the events. Antibiotic treatment was discontinued and the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, cloudy pd effluent, and fever. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, intraperitoneal, every 3rd day, ongoing) and amikacin injection (ongoing) for the event. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.